Event description:
Hcp reported incorrect catheter placement (intraspinal cord). Pt experienced radicular signs in chest wall and pain from intramedullary narcotic infusion. The catheter was removed but not returned to the manufacturer for analysis. Hcp reported early post-op recovery was satisfactory. A follow-up report will be sent when additional info is received.